Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Returned samples upon receipt included a mini guidewire (main body and fragment), a dilator, and the sheath (one each). Visual and magnifying inspections of the actual sample was conducted. Mini guidewire outer layer had been sheared at two locations (sheared section #1 and #2). Sheared section #1, outer layer had been sheared by approximately 138 mm (approximately 59 to 197 mm from the distal end) and the core wire was exposed. Sheared section #2, outer layer had been sheared by approximately 3 mm (approximately 199 to 202 mm from the distal end) and the core wire was exposed. The sheared fragment was approximately 138 mm in length. The distal edges of both sheared section #1 and #2 were straight. The proximal edges of both sheared section #1 and #2 were arch-shaped. For both sheared section #1 and #2, the surface of sheared outer layer was smooth. For both sheared section #1 and #2, the outer layer had been sheared over the half circumference. For both sheared section #1 and #2, the distal edge was in a step shape and the proximal edge was in a gentle slope shape. There were some abrasion marks in the vicinity of sheared section #2. One end of the sheared fragment was straight, and the other end was arch shape. The shared fragment had groove and the surface was smooth. From the inspection result showing that the sheared fragment matched with sheared section #1 in terms of length, surface condition, and the shape of edges, it was thought that there was no missing portion from sheared section #1. On the other hand, it was inferred that the outer layer from sheared section #2 was missing since no other fragment was returned. Dilator and the sheath had no scratch or other anomaly was observed. Dimensions of the outer diameter of the undamaged part of the mini guidewire is within the factory's specifications. Simulation test was conducted. We have experienced that when a mini guidewire (plastic type) and a metal puncture needle were used in combination, the outer layer was sheared. In addition, the following characteristics are observed when the outer layer is sheared due to combination use with a metal puncture needle. I) the outer layer is sheared off over half the circumference and the core wire is exposed. Ii) the surface of sheared outer layer is smooth. Iii) the distal edge of sheared section is straight and in a step shape. IV) the proximal edge of sheared section is in arch-shape and a gentle slope shape. These characteristics were likely to be similar to those of the actual sample. Cause of occurrence/conclusion, based on the investigation result, it was likely that since the actual sample was pulled out while it was used with the metal needle in combination, it came into contact with the metal needle, and the outer layer was sheared. Before the packaging process of this product, 100% visual inspection is performed to confirm that there is no anomaly such as separation of the outer layer. Such degree of damage observed on the actual sample is considered to be detectable. Relevant instructions for use (IFU) reference: warnings/precautions <warnings> do not use a plastic jacketed mini guide wire with a metallic entry needle. Withdrawing the plastic wire through the metallic entry needle or advancing the entry needle over the plastic jacketed wire may cause the plastic part to shear, that may necessitate retrieval.

Event description:
Additional information was received on 22 aug 2023: the urethane had been separated, and it was thought that if it recurred, it could cause serious injury.

Event description:
The user facility reported that the guidewire was broken. Problem found was that the introducer guide was severed during removal. All severed piece was all recovered were covered. The event occurred intra-operative. There was no harm to the patient's health. Medical/surgical intervention was done to retrieve the remnant from the patient body. The procedure outcome was done as intended; the damaged guide was removed without issue.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record. No anomaly was found. Search of the complaint file was conducted. No other similar report from other facilities was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to correct section d3.